Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. The receiver was charged and booted and passed. Receiver functional test was performed and passed. A manual functional test 'try it' was performed and passed. The receiver case was opened for internal visual inspection and passed. The speaker resistance was measured and was within specification. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. A probable cause could not be determined as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the receiver had no audio output. Date of issue is an approximation. In the morning, the patient was low, and on his way to breakfast; however, he lost consciousness before he was able to treat his low blood glucose. Emergency medical services (ems) were called (no information provided concerning who called ems); however, the patient¿s blood glucose (bg) value per ems was 2.0 mmol/l and ems remained with the patient for 1 hour and 15 minutes. No information was provided concerning the treatment administered by ems. The patient was not transported to the hospital and recovered at home. The patient stated that they had not received an alert from his receiver. It was reported the receiver was fully charged and the alerts were enabled at the time of the event. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.